Manufacturer narrative:
Retainer ring = black . Customer returned device for an alleged blank display and cosmetic damage at an unspecified location on event date (B)(6) 2021. Device received with unresponsive keypad (center home button). ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Unable to download due to an unresponsive center home button. Device was cut open to perform visual inspection and found¿evidence of moisture damage¿on the keypad overlay. Device passed keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and label damage (faded serial number label). Blank display not confirmed, however, cosmetic damage confirmed during visual inspection. Unresponsive center home button noted due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer work and screen was black even after battery exchange. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.